Event description:
The device was implanted in 2002. In 05/2004, the MFR's territory manager informed the MFR. Of the following: the facility's medical director informed pt that the valve was tilted, was difficult to cannulate, and painful to the pt. As a result, the valve was explanted and replaced three days later. No further details were provided.